Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, aortic root ang iography visually confirmed proper filling of the coronary arteries. The valve was deployed and it was noted that the patient was stable for the entire procedure. Immediately following the procedure, the patient became hemodynamically unstable and went into cardiac arrest multiple times. Coronary angiography was performed and a right coronary artery (rca) occlusion was observed. The physician noted on angiography that the valve had embolized, and caused the rca occlusion. The valve was snared back to the ascending aorta and hemodynamic stability was obtained. An attempt was made to implant a second valve but the device was unable to advance past the first valve in the ascending aorta and subsequently was withdrawn from the patient. The patient was then found to be in pulseless electrical activity and was pronounced dead by the interventional cardiologist. Per the physician, the cause of death was determined to be due to the cardiac arrest and was related to the valve. No autopsy was to be performed.